Manufacturer narrative:
Investigation summary: three (3) photos were received from the customer for investigation. All three (3) photos show filled syringes filled with a red liquid. In all three (3) photos there is also red liquid behind the stopper indicating possible leakage past the stopper. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number is not known. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action (CAPA 55639) has been implemented.

Event description:
Material no: unknown batch no: unknown. It was reported that before use of the unspecified bd¿ syringe there was an issue with leakage past the stopper. The following information was provided by the initial reporter: we found a leaked doxorubicin when using the 60ml syringe.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that before use of the unspecified bd¿ syringe there was an issue with leakage past the stopper. The following information was provided by the initial reporter: we found a leaked doxorubicin when using the 60ml syringe.